Event description:
It was reported that two stents foreshortened. Reportedly, during treatment of a total occlusion in the patient's left sfa, the first stent was deployed and it was identified that the stent had foreshortened from 170 mm to 80mm. The physician deployed a second stent and encountered the same problem. The stent foreshortened by 50%. The physician deployed a competitor's stent to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The event involves two devices with the same malfunction and the same product information and in the same patient. The device history records could not be reviewed as the lot number was unknown. The stents remain implanted and the delivery systems were discarded; therefore, not available for evaluation. The event investigation is currently underway.